Event description:
Atrial sensitivity previously set to 0.15mv and last measured p wave was 0.1mv. Noted gain on atrial channel zoomed in to 0.1mv for 1 vertical box. Suggested undersensed af. Patient ap 100%. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).